Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that on a cobas 8000 e 602 module, which they run multiple tests on, that the pinch tubing broke. The customer retested an unknown number of patient samples and one elecsys shbg result for 1 patient sample had to be changed. The initial shbg result was 0.35 nmol/l with a repeat result of 118.5 nmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The shbg reagent information was not provided. The broken pinch tubing was replaced.